Manufacturer narrative:
H10: h3,h6: the device, used in treatment, was returned for evaluation. There was a relationship between the subject device and the reported event. Since, the malfunction resolved with a backup device and no further complications were reported, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided, this complaint will be re-assessed. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Please refer to the instructions for use for recommendations on statements related to electrode detachment. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the device showed a complete detachment of the electrodes and some discoloration of the tip. The device was connected to a known good controller, which revealed that while the device's tip was detached, the wand was able to electrically activate with no issues. Saline and suction line performed as intended. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) insufficient suction flow causing the wand to overheat and degenerate at a faster rate. (2) hitting the tip against a hard surface such as a cannula, bone, etc. (3) extensive use of the wand causing excessive screen/ electrode erosion (4) excessive debris on the electrodes may cause low plasma output. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during resection of laryngeal tumor, the wand electrode fall off. The wand was active for about 10 minutes with settings 3/7. The electrode was removed and the patient is fine. The malfunction was solved with a back up device and no further complication. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.